Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in an undamaged state. The unit was functional tested by attempted forcing occlusion, but the reed did not sound. The reed was replaced, and the unit is now alarming with occlusion. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that no high peep occurs to a smiths medical pneupac parapac ventilator when it's occluded. There were no reported adverse effects.